Event description:
Additional information received indicated the dissection of the right common femoral artery was probably related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {perclose}; product lot/serial number {unknown}; product type: {vascular closure device}; implant date (B)(6) 2025; explant date (B)(6) 2025 product ID {perclose}; product lot/serial number {unknown}; product type: {vascular closure device}; implant date (B)(6) 2025; product ID {perclose}; product type: {vascular closure device}; implant date (B)(6) 2025; product ID {evolutfxplus-26}; product lot/serial number (B)(6); product type: {heart valve}; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the bioprosthetic transcatheter aortic valve procedure the delivery catheter system (dcs) accessed the right femoral artery for implant. The valve was implanted. A non-medtronic closure device was placed. Upon sheath removal the non-medtronic closure device broke. Two more non-medtronic closure devices were used to close the access site. The right radial artery sheath was removed but the left common femoral artery (cfa), left common femoral vein (cfv), and right cfa sheaths were left in place. A 4 fr sheath was inserted for an angiogram of the right femoral artery. While in the catheterization laboratory, an angiogram showed an occlusion of the common femoral artery and superficial femoral artery following the deployment of the non-medtronic closure devices. The left common femoral artery (cfa) was assessed and an attempt to repair the occlusion with the first closure device was made but this closure device was removed. A balloon to angioplasty device crossed over the vascular bifurcation from the left common femoral artery to the dcs access vessel. The ballooning did restore flow distally and a doppler signal was present. However, there was still a noted defect at the entry site. The angiogram also noted a localized dissection. As reported, it appeared that the non-medtronic closure device had caught the arterial walls where the vessel was accessed. Vascular surgery was consulted and recommended a cutdown and repair of the vessel. The subject was brought to the operating room where it was noted that an unspecified catheter went through the inguinal ligament and was actually in the external iliac artery. A right iliac standard endarterectomy was performed with removal of all debris. A localized dissection flap was visible in the common femoral artery. A bovine pericardial patch was sewn in place. On restoration of flow, there was a good palpable pulse in all vessels. Flow was confirmed by doppler. An intravenous anticoagulant was administered as result of this event. Hospitalization was prolonged. Coronary arteriography was also reported. The physician indicated a causal relationship to the valve implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection of the right external iliac artery was resolved approximately two weeks after the onset.

Event description:
Additional information was received which indicated the dissection event was probably related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicted that the dissection resolved same date as onset.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the occlusion of the right common femoral artery was causally related to the delivery catheter system (dcs) and to the valve implant procedure.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicated the computed tomography (CT) scan at baseline indicated the mean diameter of the right iliofemoral artery at the smallest lumen along the right transfemoral access route measured 5.2 millimeter (mm). The patient was discharged home 5 days following the valve implant procedure. The occlusion and dissections of the external iliac and common femoral artery were still recovering.